Manufacturer narrative:
H6; code 100: broken nozzle spool. Based upon the info received and the visual examination, it was concluded that the instrument was returned with a broken nozzle spool. No testing could be performed due to the condition of the instrument returned. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strive's to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during a hysterectomy procedure. It was reported by the affiliate that the device jammed after the third reloading. There was no pt consequence.